Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the customer was able to withdraw 60-80 units of insulin when the fill estimate displays 0 units. Review of the pump data logs showed that on multiple occasions, the insulin gauge was not displaying zero and there was insulin displaying on the gauge when the cartridge was changed. There was no impact to the customer's blood glucose level.